Manufacturer narrative:
Vyaire medical file identification:(B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned yet

Event description:
It was reported to vyaire medical that when the esophageal probe of the avea ventilator is connected the screen that pops up "select esophageal balloon size and type" does not pop up. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of 22/03/2004 and was not subject to UDI requirements.